Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter reads inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2013, and obtained the following information: the patient tests three to four times a day and manages his diabetes with 55 units of novolog three times a day (sliding scale) and 55 units of levimir twice a day. When his blood glucose reading is above 400mg/dl, he would include an additional unit of insulin to his usual regimen. The patient¿s typical blood glucose range is between ¿185-250mg/dl¿. The patient confirmed and clarified that in the month of (B)(6) 2013, he frequently obtained blood glucose readings in the range of 450¿s and 500 with the subject meter. In response to the alleged meter issue, the patient reportedly administered 56 units of novolog (date/time unknown) and subsequently 30 minutes to an hour later, the patient reportedly developed symptoms of low blood glucose (confirming he was dizzy, shaky, lacked strength and coordination, and was lethargic). In response to his reported symptoms, the patient corrected and clarified he consumed food as self-treatment and his symptoms abated approximately ten minutes later. The patient claimed he would test again (with the subject meter) at dinner time and again he would obtain a reading between 450-500mg/dl. According to the patient, after obtaining an elevated reading with the subject meter (at dinner time), he would retest with two freestyle meters and there would be a significant difference between the subject meter and the other devices. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.